Manufacturer narrative:
The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of novum iq syringe pumps had flow rate issues during patient infusion. The issue was further described as the infusions were finishing too early or later than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.